Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that when turning on the programmer screen suddenly went black and there was a smell of burning. Furthermore the programmer will be replaced and returned for repair/analysis. No adverse patients effects were reported.